Event description:
Menstrual cycles became much heavier, longer and more painful. Currently have extreme lower back and pelvic pain, pain during intercourse, and migraines. Have been taking pain medications nearly on a daily basis since procedure in order to endure pain (head, back, abdomen).